Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. Reportedly, the customer was removing the air from the cartridge with an empty syringe. Tandem clinical support informed customer that removing the air from the cartridge with and empty syringe, is off label per the tandem user guide. Customer changed the pump supplies and successfully resumed insulin therapy, and has backup manual insulin if needed. Customer¿s blood glucose level was 300-400 mg/dl.

Manufacturer narrative:
The device has been received for evaluation: however, device evalutaion is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.